Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The lot history of the implanted unit is unknown; therefore the device history records are unable to be reviewed. The product involved in this complaint was not returned for evaluation. The distributor was present for the case and reports the breakage was most likely due to incorrect user technique. The complaint issue was able to be recreated with product samples when the incorrect technique was used. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The distributor reports the tip of a drill broke inside the implant while drilling. The tip of the drill was unable to be removed from the implant and therefore remains in the patient.